Event description:
Correction to b5 of the initial report. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1. Bacterial identification: n/a. Sampling from: distal end. Cfu: 5. Bacterial identification: acinetobacter species.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 2. Bacterial identification: micrococcaceae. Sampling from: distal end. Cfu: 1. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: biopsy port --- missing - damage - worn - corroded. Connector --- chemical damage/surface. Damage/staining/leaking. Biopsy channel --- spec. Value. Forceps raiser pipe --- stretched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for 4 colony forming units (cfus)/100 ml of acinetobacter species bacteria total on (B)(6) 2023. The distal end tested positive for 10 cfu/100ml of acinetobacter species, and all channels tested positive for less than 1 cfu/100ml. The device was not used in a procedure while waiting for the results and was quarantined. The device was reprocessed 12 times before sampling. The device was last reprocessed on (B)(6) 2023. The sample was not taken immediately after reprocessing and was taken after storage in the typhoon device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process. The device passed the leak test. The detergent used was anios. The instrument/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel opening brush and single use soft brush. The distal end was flushed with the distal end flushing adapter. The automated endoscope reprocessor (aer) used was soluscope with soluscope sas detergent and soluscope paa disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was bacteriologically by labeo laboratory in caen and the filter was periodically in accordance with the instructions for use. The device was dried by a typhoon air medical device and stored in the typhoon. Olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.